Event description:
It was reported during the patient's trial procedure, while attempting to implant the 2nd scs lead, a csf leak occurred. As a result, a blood patch was performed. It was also reported the physician was ultimately unable to implant the lead. Additionally, it was reported the patient experienced a headache post-operative which resolved the same day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.